Manufacturer narrative:
The user reported receiving low glucose alert but he stated that this was a false low. The following example sets were provided: 1. (B)(6) 2025, 3:31 am cst 65 mg/dl - bg not done. 2. (B)(6) 2025, 3:46 am cst 54 mg/dl - bg not done. 3. (B)(6) 2025, 4:01 am cst 58 mg/dl - bg not done. 4. (B)(6) 2025, 4:16 am cst 58 mg/dl - bg not done. 5. (B)(6) 2025, 4:31 am cst 62 mg/dl - bg not done. A review of the data management system (dms) revealed that: 1. (B)(6) 2025, 3:31 am cst 65 mg/dl - bg not done. 2. (B)(6) 2025, 3:46 am cst 54 mg/dl - bg not done. 3. (B)(6) 2025, 4:01 am cst 58 mg/dl - bg not done. 4. (B)(6) 2025, 4:16 am cst 58 mg/dl - bg not done. 5. (B)(6) 2025, 4:31 am cst 62 mg/dl - bg not done. A review of the alert history revealed that the user received multiple low glucose alert around reported times. The user did not seek medical treatment and resolved the event by themselves. The user's hcp was not aware and was advised to follow up with the hcp for further medical guidance. A case (B)(4) was created to address sensor inaccuracies inclusive of the reported events. A review of the in-vivo data revealed transient optical instability in reference channels around the reported time frame. The root cause may potentially be related to a period of instability in the vivo state of the sensor hydrogel. A review of two weeks of data post-feedback confirmed good agreement between sensor and calibration readings, and the user was advised to continue using the system. B4. Date of this report 04 june 2025. G3. Date received by the manufacturer? 04 june 2025. H3. Device evaluated by manufacturer? Yes.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: (B)(6) 2025,3:31 am cst 65 mg/dl - bg not done, (B)(6) 2025,3:46 am cst 54 mg/dl - bg not done, (B)(6) 2025,4:01 am cst 58 mg/dl - bg not done (B)(6) 2025,4:16 am cst 58 mg/dl - bg not done (B)(6) 2025,4:31 am cst 62 mg/dl - bg not done after dms review, we confirmed the following information at the time of the event: (B)(6) 2025, 3:31 am cst 65 mg/dl - not bg entered on dms, (B)(6) 2025, 3:46 am cst 54 mg/dl - not bg entered on dms, (B)(6) 2025, 4:01 am cst 58 mg/dl - not bg entered on dms, (B)(6) 2025, 4:16 am cst 58 mg/dl - not bg entered on dms, (B)(6) 2025, 4:31 am cst 62 mg/dl - not bg entered on dms. After dms review, it was confirmed that the user received a low glucose alert at (B)(6) 2025 at 03:31 am cst when the sg was at 65 mg/dl the user didn't seek for medical treatment and resolved the event by itself. The user stated it was a false low event. The user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.